Event description:
A cygnet clamp equiped with a 66 mm intrack insert was clamped on an aorta during an aaa case. When de-clamping, the surgeon noted a tear in the aorta that required repair. Repair was successfully performed.